Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia, "inability to maintain a safe diet," and "persistent impaction" leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair, take down of redo partial fundoplication, gastropexy, 2-hour lysis of adhesions, and linx device implantation occurred without issue on (B)(6) 2017. Patient's dysphagia was treated with a "serial dilation protocol, steroid tapers, etc." Her dysphagia "did not improve well with dilations." The patient was also experiencing ongoing gerd symptoms including aspiration pneumonia, vocal chord changes, and loss of enamel on her teeth. Patient called physician multiple times from "fast food venues" with sensations of food impaction. Physician discussed the need for "life style changes" "multiple times." Device explant due to ongoing moderate dysphagia "inability to maintain a safe diet," and "persistent impaction" occurred without issue on (B)(6) 2018. It was noted that there was "extensive scarring" and "fusion of left hepatic lobe under surface to device area. Device was found in the correct position/geometry. The patient's is "doing well" since device removal.